Event description:
It was reported the patient had a stomach ache and had a bowel incontinence episode while trying to find a bathroom. The patient then broke out in a cold sweat and passed out. The patient fell and twisted their right foot, fracturing two bones. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va080t6, implanted: (B)(6) 2013, product type: lead. Product ID: neu_pt m_prog, serial# unknown, product type: programmer, patient. (B)(4).